Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "getting hot in extreme heat in ks and during charging". There was no reported adverse impact to the customer's blood glucose. Multiple contact attempts were made by tandem technical support to obtain further clarification regarding the issue and provide assistance; however the customer did not respond.